Event description:
Customer reported that a pump declared alarm 20 during pumping. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, which attempted to assist in loading a new cartridge, but the issue persisted as the cartridge alarm recurred. Consequently, technical support arranged for a pump replacement, confirmed it was under warranty, and ensured the customer would use mdi as a backup therapy.